Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the caregiver on 08 nov 2010, who stated the patient has had no illness or injury resulting from the incident, has seen his peritoneal dialysis (pd) nurse regularly and continues to use the home choice for pd therapy to date. This complaint for (B)(4) (air in set) that occurred during dwell 3 of 5 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air in the set) with the homechoice machine during dwell 3 of 5. They ended therapy and were advised to contact the registered nurse. The cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.